Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during the implant procedure, telemetry gave abnormal measured data values. The atrial and ventricular pulse amplitude were programmed to 3.5v but measured at 2.6v. Therefore, a new device was placed.